Manufacturer narrative:
It was reported that on (B)(6) 2016 the patient was alert, but sleepy; later in the am patient became unresponsive, hypotensive and per nursing had contraction of the wrists suggestive of another stroke. Stroke code was called but patient suffered cardiac arrest before their evaluation. As the lvad had been turned off and he did not have a perfusing blood pressure, he received 1mg of epinephrine and we started chest compressions in spite of the in situ lvad. He had return of spontaneous circulation (rosc) with adequate bp after 2mg epinephrine, and ~4-5 minutes of CPR. He was intubated and then taken for stat head CT that did not reveal hemorrhagic conversion. Patient developed relative bradycardia (50s-60s) and was brought back to ccu. Shortly thereafter, he developed ventricular tachycardia. Code blue was run for 30 minutes from 11:29 until 11:59. We achieved rosc several times but each time, bp would drop significantly and he would become pulseless within 1-2 minutes. He received multiple amps of bicarbonate, several mg of epinephrine, shocks from his defibrillator as well as external shocks for recurrent vt. He also received 300mg amnioderone, active pressors (norepinephrine and vasopressor were maxed at 1 and 0.08) and he received near continuous CPR. After 30 minutes, rosc was achieved with marginal blood pressure on very high doses of vasoactive meds. His wife was brought into the room to be with him and recommended to his wife that we not pursue further CPR due to the low likelihood of sustained rosc but high likelihood of continued suffering on his part. She agreed and stated she only wanted him to remain comfortable. After ~3-4 minutes, bp began to decline and he eventually expired as detailed above. Family declined autopsy stating they did not want to put him through this. It is suspected the initial insult was a new embolic stroke prior to the first code sequence run this am. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Analysis of log files revealed 53 high watt alarms logged since (B)(6) 2016. Waveforms indicate an increase in power consumption starting on (B)(6) 2016 leading to current parameters outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The instructions for use state: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, mechanical ventilation and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis, platelet dysfunction, and bleeding, either perioperative or later. The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient presented to the emergency department (ed) complaining of blood in his urine and high watt alarms. The site reduced the pump speed to 2400 to try and decrease hemolysis and added dobutamine for cardiac support. On (B)(6) 2016, the patient had a thromboembolic event and went to neuro for a thrombectomy on the middle cerebral artery (mca). The computed tomography scan (CT) showed subarachnoid hemorrhage and cardiogenic shock. On (B)(6) 2016, the patient expired. No additional information provided.